Manufacturer narrative:
Date rec¿d by MFR : 08mar2019, date of report : 18nov2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed. The FDA registration number used in the initial report was incorrect. Reference MFR#2032640-2019-00019.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified; estimate used.